Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tip of the impactor is broken off, rendering the device inoperative. The device shows signs of extensive use. The clinical/medical evaluation concluded that this case reports a broken r3 offset impactor; however, it was reported that the broken pieces were ¿retrieved successfully¿ from the patient and the surgery was completed with a backup device instead, without any delay. No patient injuries or adverse consequences were reported. Based on the information provided, the clinical root cause of the reported breakage could not be concluded. Since no patient injury was alleged and the fragment was reportedly removed without issue, further patient impact would not be anticipated. It was communicated that the surgeon was happy with the outcome. No further medical assessment could be rendered at this time. The product evaluation will be performed independent of this medical investigation; however, should the product evaluation conclusion result in findings which are deemed clinically relevant, the clinical/medical task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a thr surgery, a offset impactor broke while putting in the real implant. Surgery was completed with a backup device instead, without any delay. All pieces were retrieved successfully from the inside of the patient.